Event description:
Pt said she needed help on (B)(6) 2012, when she fell and did not receive a response after pressing her pendant multiple times. She said she was on the floor for 2 days until someone found her and helped. She had broken her hip and spent over a month in hospital. Mobilehelp became aware of this event on (B)(6) 2013. Personal emergency response system - classic did not communicate to the central station when the pendant button was activated.

Manufacturer narrative:
The device did not cause or contribute to the reported injury. The injury occurred as a result of the fall reported by the subscriber. Device is intended to summon help as needed. Device was returned and evaluated, and it was determined that a component failure affected the way the device communicates to the central station. Device is not labeled as a life sustaining device.